Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent c-section procedure on (B)(6) 2015 and suture was used to close the lower segment of the uterine to stop blood leakage. During the procedure, after the blood leakage stopped and the rest of the seromuscular layer was closed, the surgeon noted the needle point was missing. It was reported that x-ray was performed and the broken tip was not observed. The surgery was delayed. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual sample has been returned for evaluation. Visual examination revealed the needle fractured due to a mixed mode failure.

Manufacturer narrative:
The actual sample was visually evaluated. It was found that the needle tip was broken off and is due to user handling. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Manufacturer narrative:
(B)(4). It was reported that the patient underwent c-section procedure on (B)(6) 2015 and suture was used to close the lower segment of the uterine to stop blood leakage. During the procedure, after the blood leakage stopped and the rest of the seromuscular layer was closed, the surgeon noted the needle point was missing. It was reported that x-ray was performed and the broken tip was not observed. The needle tip was found under the table. It was reported that the patient has been discharged.